Event description:
Report of explant of device system due to "secondary sepsis and back surgery" received per the annual device tracking report. No date of explant or onset of infection given. Repeated requests for additional info about this event have been unanswered. A supplemental medwatch report will be filed if additional info becomes available.